Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The medical affairs specialist sent a follow-up questionnaire that the technical service representative (tsr) answered without contacting the pt. At around 12:30 am on six days earlier, the pt alleged to have a high result. The result in the meter memory closest to that time was 474 mg/dl at 1:22 am. The pt took 12 units of levemir insulin outside his normal schedule because he felt the result on the meter warranted to change. The pt says that an hour and a half later, he couldn't sleep, felt symptoms of sweating and confusion, and was unclear if the symptoms were due to hypoglycemia or hyperglycemia. The meter reading at this time was 395 mg/dl at 3:41 am. He took an add'l 12 units of levemir at this time. The pt lost consciousness a short time after that (around 3:45 am). The pt's sister found him unconscious and gave him some sugar because she felt he was hypoglycemic. She called a cab and they arrived at the ER at around 4 am. The pt was infused with an unk substance and tested his blood sugar at around 4:40 am with a reading of 82 mg/dl. The result in his memory at 4:36 am was 315 mg/dl. The hospital diagnosed him with having hypoglycemia, advised him to use another meter and discharged him at 10 am. He felt tired the entire day after he was discharged from the hospital and mentions it is normal for him to feel tired after falling unconscious. He doesn't know exactly how long it took him to completely recover. He will see his doctor soon to determine if he needs to change his medication regimen. The tsr determined during the troubleshooting telephone call the pt's testing technique was correct. The unit of measure was set correctly at the time of measurement and the results were verified in the meter memory. This complaint is being reported because the pt alleged he received inaccurately high results on the lfs product and he took extra insulin based on the lfs product reading. The pt further alleges that he obtained a hyperglycemic reading on the lfs product that did not correlate with his symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.